Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead will be explanted.

Manufacturer narrative:
(B)(6) 2022 we received notification that the device was explanted on (B)(6) 2022.-

Manufacturer narrative:
(B)(6) 2022 we received notification that the device was explanted on (B)(6) 2022. The ICD and the lead under complaint were returned for analysis. Intica 7 dr-t df4 promri: upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. Plexa promri s 65: upon receipt, the lead was subject to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The analysis showed that the insulation was found abraded through between 55 cm and 56.5 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.